Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. The autopsy finding supports the clinical diagnosis of massive mi - a detailed autopsy report that could have determine the time of the anastomotic leakage was not available. Nevertheless, the uneventful post operative course with no prior clinical signs of infection and the fact that the main complaint which has brought the patient to the ER was severe chest pain without significant abdominal symptomatology strongly suggest that the failure of the anastomosis was not the cause of readmission and did not cause the following events which lead to the patient's death. A further analysis of a senior colorectal surgeon who reviewed the case concluded that the cause of death was massive mi, while the anastomotic leakage probably occurred at the peri- resuscitation period and may be attributed to vigorous resuscitation and ischemia.

Event description:
Patient underwent laparoscopic lar due to rectal cancer. Colorectal anastomosis was created using the colonring device. The surgeon reported that: "the patient was doing well postop until day 6 when he developed chest pain and went to ER. He found to have massive heart attack and failed resuscitation. Autopsy showed: massive mi, apparent anastomotic leak with 2l fluids in abdominal cavity."